Event description:
(B)(4) received notice from the provider regarding an incident involving a patient lift, a device imported and distributed by (B)(4). A bolt allegedly broke from the wheel of the patient lift, causing the patient to fall. Patient hit his head and was hospitalized at various times after his fall. He later passed away. This report is based on information relayed by the provider.